Event description:
It was reported to philips that the battery needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the battery was faulty, and an analysis was performed. Results of functional testing indicate that the battery was faulty. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty battery. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the battery is older than two years (expired, outdated or out of service); therefore, a quote was submitted for customer approval. The device remains at the customer site and no further evaluation is warranted at this time.